Event description:
No additional information reported.

Manufacturer narrative:
Upon evaluation, this device is not related to the event and this report will be considered void; the event is being reported on 0001822565-2019-05100, 0001822565-2019-05099, 0002648920-2020-00133.

Manufacturer narrative:
UDI# (B)(4). Concomitant medical products: item#:00111214001;palacos r 1x40 single lot#:7714364, item#:00111214001;palacos r 1x40 single lot#:7714364, item#:00598005701;stemmed tibial component precoat size 7 lot#:62369770, item#:00599601751;femoral component option for cemented use only size g left lot#:62438666, item#:00596009900;taper stem plug lot#:62448307, item#:00596405010;articular surface size gh 10 mm height "use with plate 7 lot#: 62463371. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05100, 0001822565-2019-05099, 0002648920-2020-00133.

Event description:
The patient was revised approximately four years, three months after his initial left tka due to pain and swelling. Radiology reviews revealed osteolysis and erosions under the medial tibial plateau which the surgeon attributed to early loosening of the tibial stem. During the revision, a fracture was noted on the medial tibial plateau and erosions confirmed. The tibial components were revised without complication, the patella was resurfaced, and the femoral components were left intact.